Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had an absence of no delivery alarms. The mother also reported bent cannulas. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found the insulin pump passed a high pressure test. The mother declined to return the insulin pump for analysis.